Manufacturer narrative:
Initial and final MDR 1910185 - MDR 3003442380-2024-13617 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on (B)(6) 2024. The infusion set was used for 3 - 4, 23, and 36 hours on (B)(6) 2024. The blood glucose level was 120mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.